Event description:
Name of procedure being performed: radical laparoscopic prostatectomy with davinci. Detailed description of event: during a laparoscopic robotic assisted prostatectomy, a 10mm inzii bag has been inserted through the airseal trocart and the the specimen (prostate) was placed into the bag. Bag was left into the patient and the looped cord was outside the trocart. Trocart continued to be used with 10mm metal clip applicator and needle holders. 10mm [brand] clips have been inserted and taken out through the port. Toward the end of the procedure it was noticed that the bag is open end the guide bead was missing. The bead was found outside the patient. Additional information received from applied medical representative via email on 08-mar-2022: the device was disposed of because it was a malignant case and the customer did not want to keep a contaminated device. The bag closed properly as it should have. The bead was not stuck in the inzii shaft. It certainly migrated through the trocar with the removal of instruments and ended on the floor at some point but it is not clear if it is because of one instrument or the succession of instruments. When using the robot, the camera focuses on the area where the robotic instruments are and we did not have the view of the bag or the trocar canula when instruments were entering from this side port. The devices used through the same trocar were: 10mm purple [brand] reusable polymer clip applier; needle holders to bring in sutures, take out needles and [brand] clips that did not close; cb030 laparoscopic scissors. The bead was found on the floor. The trocar through which the inzii was inserted was a 12mm access port and palm grip obturator. Additional information received from applied medical representative via email on 10-mar-2022: representative did a comparison between incident device and device from a different lot. The part of the bag where the guide bead usually sits, seemed different in length than in the comparison sample. Pictures have been provided. Perhaps the length influences the fixation of the guide bead? Additional information received from applied medical representative via email on 22-mar-2022: none of the provided photos are from the event unit. The test was done with 2 lots that the representative had available in his stock. In image 1, the guide bead came off the bag very easy. In image 2, there was much more resistance and a lot more traction was needed to pull the bead off. The bead came off the bag during the procedure. The cord loop did not look damaged. The bead followed the cord and ended on the floor. Patient status: no patient injury. Type of intervention: search for bead.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: radical laparoscopic prostatectomy with davinci. Detailed description of event: during a laparoscopic robotic assisted prostatectomy, a 10mm inzii bag has been inserted through the airseal trocart and the specimen (prostate) was placed into the bag. Bag was left into the patient and the looped cord was outside the trocart. Trocart. Continued to be used with 10mm metal clip applicator and needle holders. 10mm [brand] clips have been inserted and taken out through the port. Toward the end of the procedure it was noticed that the bag is open end the guide bead was missing. The bead was found outside the patient. Additional information received from applied medical representative via email on 08-mar-2022: the device was disposed of because it was a malignant case and the customer did not want to keep a contaminated device. The bag closed properly as it should have. The bead was not stuck in the inzii shaft. It certainly migrated through the trocar with the removal of instruments and ended on the floor at some point but it is not clear if it is because of one instrument or the succession of instruments. When using the robot, the camera focuses on the area where the robotic instruments are and we did not have the view of the bag or the trocar canula when instruments were entering from this side port. The devices used through the same trocar were: 10mm purple [brand] reusable polymer clip applier; needle holders to bring in sutures, take out needles and [brand] clips that did not close; cb030 laparoscopic scissors. The bead was found on the floor. The trocar through which the inzii was inserted was a 12mm access port and palm grip obturator. Additional information received from applied medical representative via email on 10-mar-2022: representative did a comparison between incident device and device from a different lot. The part of the bag where the guide bead usually sits, seemed different in length than in the comparison sample. Pictures have been provided. Perhaps the length influences the fixation of the guide bead? Additional information received from applied medical representative via email on 22-mar-2022: none of the provided photos are from the event unit. The test was done with 2 lots that the representative had available in his stock. In image 1, the guide bead came off the bag very easy. In image 2, there was much more resistance and a lot more traction was needed to pull the bead off. The bead came off the bag during the procedure. The cord loop did not look damaged. The bead followed the cord and ended on the floor. Patient status: no patient injury. Type of intervention: search for bead.